Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was connected to the generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cable on an in-house system, and passed energy delivery test. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a nephrectomy assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a broken jaw with 9 lives remaining. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The instrument jaws would not close and had 9 lives remaining. The event date was 06/12/2024. The procedure was completed using a replacement instrument. The delay was less than 15 minutes.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.